Manufacturer narrative:
The manufacturing, sterilization and lot history records were reviewed and found to be acceptable. Additional information has been requested. The investigation is ongoing.

Event description:
A user facility in (B)(6) reported that, during extraction of silicone oil from the patient's eye, a foreign body was aspirated from inside the vitreous fluid. The foreign body had an appearance of "rubber" and was placed in a sterile glass. The patient did not require medical intervention and was discharged from the hospital on the same day as the surgery.

Manufacturer narrative:
Additional information was received on 09-oct-2020. The doctor stated that, until the withdrawal, the inflammatory process in the vitreous cavity and anterior chamber was unusual. The patient evolved well after withdrawal and was treated with topical eye treatment as well as immunosuppressants and oral corticosteroids for three months. Oral prednisone and oral azathioprine used as medical intervention. The patient is considered recovered but there is still hyperemia of the optic nerve papilla. Additional information has been requested. The investigation is ongoing.

Manufacturer narrative:
Customer service made three unanswered attempts to contact the hospital. No additional information will be provided. No product or particle will be returned for investigation. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required. The investigation is complete.